Manufacturer narrative:
H10: two involved drain bags were received for evaluation. The analysis of the first bag showed that the stopcock was disconnected from the drain bag. Analysis on the second bag showed a leak at the welding of the bag near the stopcock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two (2) units of prismaflex m150, a leak was observed due to damaged effluent bags (not further described). The event was reported to have occurred in the intensive care unit. Treatment was discontinued and new supplies were used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.